Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not roll properly. The rolling of the seal was unbalanced, even though they were pressing the button according to instructions for use (IFU). A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the delivery device was returned inside the loading device. The seal was inside the loading device under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint, "the seal did not roll properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).